Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA.2014-n_0736-2413, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. The consumer was informed after her second cesarean in 2002 that she had severe pelvic adhesions, and as a precaution additional pregnancies were not recommended. During essure procedure the consumer had excruciating pain. It was taking longer than what had been explained to her and also hurting more than what was explained since she had taken valium and had numbing of the vaginal area. Once the procedure was over her pain went down but only moderately. She was in pain for months. She had the 3 month hysterosalpingogram and it revealed that the right coil was in place but there was no left coil. She had another appointment to have another coil inserted on the left. During the procedure, she was told by the inserting doctor that there was no way to make it work and it was likely why the first attempt was so painful and unsuccessful causing the coil to expel. She had to continue with the birth control pills. Months later, she had abdominal pain and had to leave work and go to emergency room where she was told during an x-ray that the coil was actually in her abdominal cavity. She realized that she was in so much pain because either her uterus or fallopian tube had been perforated at the first attempt. The doctor from the emergency room told her that the pain was not due to essure since the material it was made was safe for the body and gave her a diagnosis of ibs (irritable bowel syndrome). She was prescribed a regimen of pain pills and a high fiber diet. The consumer experienced for years on and off excruciating pain, had many visits to doctor offices, emergency rooms, had multiple x-rays, computerized tomograms, sonograms and ultrasounds. Each time she would bring up essure as possible cause of the pain but either the doctors had no clue what essure was or dismissed the claims as everything but essure. She was subjected to multiple procedures and was told the cause of her pain was a variety of causes such as ibs (irritable bowel syndrome), return of pelvic adhesions symptoms, cyst, fibroids, diverticulitis, hemorrhoids, pms (pre-menstrual syndrome), pelvic floor dysfunction, endometriosis and adenomyosis. Since essure she had experienced so much pain and many symptoms that either where not present prior to the procedure or were very infrequent, including: chronic pelvic pain, painful periods, extreme fatigue, heart palpitations, confusion, forgetfulness, hair loss, bacterial vaginosis, abdominal spasms, constipation (excruciating pain), inflamed colon / intestines, migraines, joint pains, body aches, back pain, numbing / tingling of extremities, depression and hot flashes. She was diagnosed with ms (multiple sclerosis). She was taking weekly shots and had to take over 20 pills a day at times between medication and vitamins to try to combat the fatigue. In (B)(6) -2015 after another visit to the emergency room it was diagnosed that the left essure coil was malpositioned in her upper abdominal cavity, in an area that was causing colon pain and pressure. She will have to have a surgery to remove the left coil and a hysterectomy since the right coil was partially embedded in the uterine wall / muscle. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up information received on 15-apr-2016. A legal claim was received. The plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer/plaintiff who had a painful essure (fallopian tube occlusion insert) insertion. Three months later, her hysterosalpingogram revealed that there was no left coil. Months later, this coil was found in her abdomen (either her uterus or fallopian tube had been perforated). Years later, another test showed left essure coil was malpositioned in her upper abdominal cavity and right coil was partially embedded in the uterine wall / muscle. Essure was removed. Additionally, she was diagnosed with ms (multiple sclerosis). All events are listed in essure's reference safety information, except for multiple sclerosis (unlisted). Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). This event can be suspected if excessive pain or discomfort occurs during the procedure. In this particular case, consumer reported pain during essure insertion and a left side perforation was diagnosed a few months later suggesting an association with device insertion procedure. Years later, left device was found in abdomen and right device was embedded in uterus. Considering events' nature and essure safety profile, causality with the suspect insert cannot be excluded. Regarding multiple sclerosis, given its pathophysiology and based on essure's local action into the fallopian tubes, causality is considered unlikely. This case was upgraded to incident, since device removal was required (reported upon follow-up). Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority FDA ((B)(4)) on 05-nov-2015. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("hysterosalpingogram revealed that there was no left coil / left essure coil was malpositioned in her upper abdominal cavity/either her uterus or fallopian tube had been perforated/device removal"), embedded device ("right coil was partially embedded in the uterine wall / muscle") and multiple sclerosis ("ms (multiple sclerosis)") in a female patient who had essure (batch no. 623644) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Previously administered products included for an unreported indication: vicodin, betadyne, toradol and valium. Concurrent conditions included pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), procedural pain ("excruciating pain during the essure procedure"), device difficult to use ("it was taking longer than what had been explained to her"), the first episode of pain ("in pain for months"), complication of device insertion ("told by the inserting doctor that there was no way to make it work"), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("painful periods"), fatigue ("extreme fatigue"), palpitations ("heart palpitations"), confusional state ("confusion"), memory impairment ("forgetfulness"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis"), muscle spasms ("abdominal spasms"), constipation ("constipation (excruciating pain)"), colitis ("inflamed colon / intestines"), gastrointestinal inflammation ("inflamed colon / intestines"), migraine ("migraines"), arthralgia ("joint pains"), the second episode of pain ("body aches"), back pain ("back pain"), hypoaesthesia ("numbing / tingling of extremities"), paraesthesia ("numbing / tingling of extremities"), depression ("depression") and hot flush ("hot flashes"). The patient was treated with surgery. Essure was removed. At the time of the report, the uterine perforation, embedded device, multiple sclerosis, procedural pain, device difficult to use, complication of device insertion, abdominal pain, pelvic pain, dysmenorrhoea, fatigue, palpitations, confusional state, memory impairment, alopecia, bacterial vaginosis, muscle spasms, constipation, colitis, gastrointestinal inflammation, migraine, arthralgia, the last episode of pain, back pain, hypoaesthesia, paraesthesia, depression and hot flush outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bacterial vaginosis, colitis, complication of device insertion, confusional state, constipation, depression, device difficult to use, dysmenorrhoea, embedded device, fatigue, gastrointestinal inflammation, hot flush, hypoaesthesia, memory impairment, migraine, multiple sclerosis, muscle spasms, palpitations, paraesthesia, pelvic pain, procedural pain, uterine perforation, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: according to medical records: during insertion procedure, the endocervical canal and uterine cavity appear normal. Two coils were visualized in the endometrial cavity on the right side and 5 on the left. Patient pain level during procedure was at 8.5 (scale: 0-10) and amount of vaginal bleeding post procedure was scant. Diagnostic results: the consumer experienced for years on and off excruciating pain, had many visits to doctor offices, emergency rooms, had multiple x-rays, computerized tomograms, sonograms and ultrasounds. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: medical records received: essure lot number added and insertion procedure details were provided. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2008, and reported adverse events including hysterosalpingogram revealed that there was no left coil/left essure coil was malpositioned in her upper abdominal cavity/either her uterus or fallopian tube had been perforated/device removal, right coil was partially embedded in the uterine wall /muscle and ms (multiple sclerosis). The plaintiff had surgery to remove the essure implant. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). This event can be suspected if excessive pain or discomfort occurs during the procedure. In this particular case, consumer reported pain during essure insertion and a left side perforation was diagnosed a few months later suggesting an association with device insertion procedure. Years later, left device was found in abdomen and right device was embedded in uterus. Regarding multiple sclerosis, given its pathophysiology and based on essure's local action into the fallopian tubes, causality is considered unlikely. This case was classified as incident since device removal was required. According to the initial product technical complaint investigation, there is no relationship between the reported medical events and a quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2413) on 05-nov-2015. The most recent information was received on 27-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("hysterosalpingogram revealed that there was no left coil / left essure coil was malpositioned in her upper abdominal cavity/either her uterus or fallopian tube had been perforated/device removal"), embedded device ("right coil was partially embedded in the uterine wall / muscle") and multiple sclerosis ("ms (multiple sclerosis)") in a female patient who had essure (batch no. 623644) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Previously administered products included for an unreported indication: vicodin, betadyne, toradol and valium. Concurrent conditions included pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), procedural pain ("excruciating pain during the essure procedure"), device difficult to use ("it was taking longer than what had been explained to her"), the first episode of pain ("in pain for months"), complication of device insertion ("told by the inserting doctor that there was no way to make it work"), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("painful periods"), fatigue ("extreme fatigue"), palpitations ("heart palpitations"), confusional state ("confusion"), memory impairment ("forgetfulness"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis"), muscle spasms ("abdominal spasms"), constipation ("constipation (excruciating pain)"), colitis ("inflamed colon / intestines"), gastrointestinal inflammation ("inflamed colon / intestines"), migraine ("migraines"), arthralgia ("joint pains"), the second episode of pain ("body aches"), back pain ("back pain"), hypoaesthesia ("numbing / tingling of extremities"), paraesthesia ("numbing / tingling of extremities"), depression ("depression") and hot flush ("hot flashes"). The patient was treated with surgery. Essure was removed. At the time of the report, the uterine perforation, embedded device, multiple sclerosis, procedural pain, device difficult to use, complication of device insertion, abdominal pain, pelvic pain, dysmenorrhoea, fatigue, palpitations, confusional state, memory impairment, alopecia, bacterial vaginosis, muscle spasms, constipation, colitis, gastrointestinal inflammation, migraine, arthralgia, the last episode of pain, back pain, hypoaesthesia, paraesthesia, depression and hot flush outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bacterial vaginosis, colitis, complication of device insertion, confusional state, constipation, depression, device difficult to use, dysmenorrhoea, embedded device, fatigue, gastrointestinal inflammation, hot flush, hypoaesthesia, memory impairment, migraine, multiple sclerosis, muscle spasms, palpitations, paraesthesia, pelvic pain, procedural pain, uterine perforation, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: according to medical records: during insertion procedure, the endocervical canal and uterine cavity appear normal. 2 coils were visualized in the endometrial cavity on the right side and 5 on the left. Patient pain level during procedure was at 8.5 (scale: 0-10) and amount of vaginal bleeding post procedure was scant. Diagnostic results: the consumer experienced for years on and off excruciating pain, had many visits to doctor offices, emergency rooms, had multiple x-rays, computerized tomograms, sonograms and ultrasounds. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-may-2017: quality safety evaluation of product technical complaint. Follow-up information was received via legal claim (lawyer) on 27-oct-2017: on an unknown date, the patient experienced migration, perforation (seriousness criteria medically significant and intervention required) and abnormal bleeding (seriousness criteria medically significant). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the migration, perforation and abnormal bleeding outcome was unknown. The reporter considered migration, perforation and abnormal bleeding to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("hysterosalpingogram revealed that there was no left coil / left essure coil was malpositioned in her upper abdominal cavity/either her uterus or fallopian tube had been perforated/device removal"), embedded device ("right coil was partially embedded in the uterine wall / muscle") and multiple sclerosis ("ms (multiple sclerosis)") in a female patient who had essure (batch no. 623644) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Previously administered products included for an unreported indication: vicodin, betadyne, toradol and valium. Concurrent conditions included pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), procedural pain ("excruciating pain during the essure procedure"), device difficult to use ("it was taking longer than what had been explained to her"), the first episode of pain ("in pain for months"), complication of device insertion ("told by the inserting doctor that there was no way to make it work"), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("painful periods"), fatigue ("extreme fatigue"), palpitations ("heart palpitations"), confusional state ("confusion"), memory impairment ("forgetfulness"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis"), muscle spasms ("abdominal spasms"), constipation ("constipation (excruciating pain)"), colitis ("inflamed colon / intestines"), gastrointestinal inflammation ("inflamed colon / intestines"), migraine ("migraines"), arthralgia ("joint pains"), the second episode of pain ("body aches"), back pain ("back pain"), hypoaesthesia ("numbing / tingling of extremities"), paraesthesia ("numbing / tingling of extremities"), depression ("depression") and hot flush ("hot flashes"). The patient was treated with surgery. Essure was removed. At the time of the report, the uterine perforation, embedded device, multiple sclerosis, procedural pain, device difficult to use, complication of device insertion, abdominal pain, pelvic pain, dysmenorrhoea, fatigue, palpitations, confusional state, memory impairment, alopecia, bacterial vaginosis, muscle spasms, constipation, colitis, gastrointestinal inflammation, migraine, arthralgia, the last episode of pain, back pain, hypoaesthesia, paraesthesia, depression and hot flush outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bacterial vaginosis, colitis, complication of device insertion, confusional state, constipation, depression, device difficult to use, dysmenorrhoea, embedded device, fatigue, gastrointestinal inflammation, hot flush, hypoaesthesia, memory impairment, migraine, multiple sclerosis, muscle spasms, palpitations, paraesthesia, pelvic pain, procedural pain, uterine perforation, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: according to medical records: during insertion procedure, the endocervical canal and uterine cavity appear normal. 2 coils were visualized in the endometrial cavity on the right side and 5 on the left. Patient pain level during procedure was at 8.5 (scale: 0-10) and amount of vaginal bleeding post procedure was scant. Diagnostic results: the consumer experienced for years on and off excruciating pain, had many visits to doctor offices, emergency rooms, had multiple x-rays, computerized tomograms, sonograms and ultrasounds. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-may-2017: quality safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.